Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 12-june-2024, it was reported by the patient that infusions set fell off within 4 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.